Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy. Following insertion, the patient experienced erosion, urinary problems, organ perforation, fistulae, recurrence, and vaginal scarring. The patient underwent mesh removal on (B)(6) 2011 to repair sling. The patient underwent mesh removal on (B)(6) 2012 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and lynx sling were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.